Event description:
Additional information was received on 18may2021. It was confirmed that that the device used was endurant ii of medtronic.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in section b5 and d10, and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. IFU states: "the angio-seal device is indicated for use in closing and reducing time to hemostasis at the femoral arterial puncture site in patients who have undergone diagnostic angiography procedures or interventional procedures using an 8 french or smaller procedural sheath for the 8f angio-seal device and a 6 french or smaller procedural sheath for the 6f angio-seal device."contraindications of the IFU warns "do not use the angio-seal device if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the 1) anchor catching on the bifurcation or being positioned incorrectly, and/or 2) collagen deposition into the vessel. These events may reduce blood flow through the vessel leading to symptoms of distal arterial insufficiency." The case was discussed with the terumo chief medical officer (cmo) for review and investigative analysis. It was concluded that the use of angioseal was not indicated in this case as the procedure mentioned under normal circumstances requires large bore access (9 fr or higher). The device was used off label for this evar procedure involving medtronic endurant ii graft system. Per endurant ii sizing sheath (attached) angioseal device fr size appears to be much smaller than closure needs of this procedure. This was likely the cause of migration of the device. The complaint can be confirmed for off-label use of angioseal device. Vessel occlusion/ischemia are identified in the IFU and can happen when used off label. In this case, other comorbidities of the patient are unknown and details regarding the cause of the death are unknown. The IFU was reviewed and sufficient information was provided to guide the user. Based on the available information, the exact cause of the issue cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Age & date of birth - requested, only year provided. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device was used during the procedure. The patient underwent repair therapy for aortic aneurysm with medtronic endoprosthesis. After the procedure the doctor decided to use an angio-seal 8fr as femoral closure device to close the access site. However, the nurse reported that some parts of the angio-seal device migrated occluding the circulation of the leg. Due to this patient marked an ischemia of the limb; this patient was scheduled for urgent vascular surgery, and the surgeon put a saphenous bridge. The patient was hemodynamically unstable, after surgery the bridge apparently did not work. The patient in regular health conditions. On (B)(6) 2021 the patient died.